Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.